Event description:
A malfunction alarm was reported on a pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to report any future malfunctions.